Event description:
Reportedly, the inductive telemetry head will not initialize with the subject programmer. It may be due to an intermittent failure.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, the inductive telemetry head will not initialize with the subject programmer. It may be due to an intermittent failure.